Event description:
The manufacturer received information alleging a ventilator's display was damaged. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's display board was replaced to address the issue. The device had evidence of physical damage.